Event description:
It was reported that the asymptomatic patient presented to clinic with post-paced t-wave oversensing. Inappropriate shocks were delivered to the patient. Ventricular sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.